Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that during a routine follow up it was noted that the right ventricular (rv) lead was not properly pacing and sensing and noise was seen on the ventricular channel. After re-checking the pacing and sensing during the follow up it was noted that pacing and sensing was normal. A possible setscrew issue was suspected on this device. The physician elected to replaced the device and use the existing lead with a new device. The device will be returned. Subsequently a revision procedure occured in the united states due to oversensing, noise, and no pacing revealed which resulted in syncope. In addition a decline in pacing impedance was noted. A new right ventricular lead was implanted, while the old lead was capped and will not be returned.